Event description:
The customer claims that the alarm tone is intermittent when the hook and loop is detached. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the alarm tone sound is intermittent. The alarm unit black and green connection wires are both broken. (B) (4).